Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial lead measuring 40.8 cm was returned for analysis. External insulation abrasions were noted at 10.5-14.2 cm from the distal tip. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.